Event description:
The complainant reported a 70-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that the patient had coronary artery bypass surgery. Heparin was administered post-surgery, and increased bleeding occurred. Medical staff then withheld the heparin then slowly reintroduced it while monitoring it. It was believed the issue was related with heparin used in purging. (Although it wasn't enough to be a problem.) The patient remains on impella support.

Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel was most likely use related due to improper anticoagulation. H6 component code added 925 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12053: d4 model number. E1 initial reporter name translation. F6/f8-should have been left blank. G1 reporting contact fax number missing. G2 report source: foreign missing. H.6 code 4441 was reported incorrectly.